Event description:
On (B)(6) 2005, this pt was implanted with two gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2011, follow-up imaging identified a right distal type I endoleak associated with the trunk-ipsilateral leg component. It was reported that aneurysm enlargement (amount unknown) was identified, and the cause of the endoleak was disease progression. On (B)(6) 2011, an additional procedure was performed whereby an additional contralateral leg component was implanted to treat the right distal type I endoleak. It was reported the endoleak resolved with the implant of the additional device, and the pt tolerated the procedure. On (B)(6) 2012, imaging showed either a type ii endoleak or right distal type I endoleak. It was also reported that the aneurysm had enlarged from 5.3 mm to 5.7 mm. On (B)(6) 2012; an intervention was performed to treat the endoleak. It was reported endoleak was a distal type I endoleak from the right common iliac artery, and the leak was caused by disease progression. Two additional gore excluder aaa devices were implanted for distal extension on the (B)(4). Final imaging showed no evidence of the type I endoleak, and the pt tolerated the procedure.

Manufacturer narrative:
Additional device implanted and involved in this event: (B)(4).